Event description:
It was reported that during a colon procedure, the surgeon told us the lever of articulation on the device broke. He succeeded with same like product. The patient is fine.

Manufacturer narrative:
(B)(4). Articulation lever. The analysis showed that an ats45 device was received instead of an atb45. The device was received with anvil extended from the closure tube and with no preload. A reload was received loaded on the device, fully fired and with the spring lockout damaged. In addition the articulation lever was noted to be broken off the device. The damage to the lockout tab is consistent with damage observed when the trying to fire an already spent cartridge. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more information. The anvil was placed manually on its place and a test reload was loaded into the instrument and tested for functionality; the device fired all the staples; however the anvil did not open completely. There is no conclusion how the anvil got disengaged from the tube and how the articulation lever became broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; (B)(4).